Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has experienced "many complications such as pain, major nerve injury and has [patient] constantly worried about things getting worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient was pre-operatively diagnosed with lumbar disc degeneration, l4-l5 and l5-s1 and underwent the following procedures: anterior fusion l4-l5 and l5-s1; partial vertebrectomy l4 and l5; anterior spacers x 2; autograft, rhbmp-2 and allograft. As per op-notes, "the posterior longitudinal ligament was identified and subsequently this was enlarged. The fragment was removed with kerrisons and pituitaries and an ebi ionic spacer 13mm in height was inserted within the vertebral defect after performing partial vertebrectomies at l4 and l5. This allowed exposure of the endplates which were removed with large leksell rongeur. This bone graft was then morselized and mixed with allograft and rhbmp-2 and placed around the central post of the spacer." The patient was post-operatively diagnosed with lumbar disc degeneration, l4-l5 and l5-s1 and spondylosis.